Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 67 instances of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 168 allegations of a malfunction, 113 pumps were returned to animas and investigated. Of the investigated pumps, 104 were found to be malfunctioning due to a damaged cartridge compartment. During investigation for unrelated complaints, there were 38 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 168 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-78 years of age and between 25 and 301 pounds. Of the reported patients, 85 were male and 83 were female.

Manufacturer narrative:
Follow-up #4: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of cartridge compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.